Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. In addition, air flowed back into the side port occurred. During the ablation procedure, the hub on the carto vizigo¿ 8.5f bi-directional guiding sheath - medium broke during transeptal and observed bubbles in the area. To troubleshoot the issue the sheath was replaced and the issue was resolved and the procedure continued. There was no patient consequence reported. Additional information was received. No air was introduced into the patient. The physician did not perform any maneuver to eliminate bubbles. No medical intervention required. The patient did not exhibit any neurological symptoms since the procedure was completed. The hub broke while physician tried to use it. The hemostasis valve (gasket) probably did not dislodge inside the hub; they were not sure and they don¿t know if it dislodged outside the hub. The brim cap/hub detached from the sheath. Air did not enter the patient¿s body. No patient consequences. No treatment required. The event was assessed as MDR reportable for a hub detachment issue and air flowed back into the side port issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 07-dec-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. In addition, air flowed back into the side port occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-apr-2023, the hemostatic valve was observed broken near the insertion area. The hemostatic valve broken issue was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-apr-2023. The device evaluation was completed on 03-apr-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the dilator and the hub were observed in good condition (i.e. No damage), the hemostatic valve was broken near the insertion area, this damage could be related to the customer reported issue; however, this cannot be conclusively determined. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: no device problem found (c19)/ investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿hub detachment¿ issue. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿air flows back into the side port¿ and the biosense webster inc. Analysis finding of the ¿hemostatic valve broken¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).